Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26, component code: g03001. D8. Was this device serviced by a third party? No. Field service performed extensive troubleshooting and observed and performed the following: loose connections; solution-tightened the connection joint from pipettors and wash station to pump drawer. Leaking syringe; solution-replaced the r2 syringe, bent r1 probe; solution-replaced r1 probe. The syringe assy and alinity pipettor probes were deemed the complaint causes for the issue. The issue was resolved with the part replacements. The module function was verified with a control/precision run. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and component replacement including operational precautions and limitations; specimen handling recommendations and fluidic subsystems troubleshooting and the system technology limitations and resolving the customers issue. The alinity I service documentation contained adequate information for troubleshooting, removal, and replacement of parts. No contributing factors in the month prior to the complaint were identified in regards to the system. The service history of the serial (B)(6) verifies no subsequent issues have been reported related to erratic discrepant results . No nonconformances or potential nonconformances applicable to the current complaint were found for the syringe assy or the alinity pipettor probes. A review of the alinity I product found no adverse trend of the alinity I with regards to the current issue. No adverse trend was identified for the syringe assy or the alinity pipettor probes parts. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account observed 13-33% imprecision with b12 assay when processing on the alinity I processing module. Additionally, the account stated a pretreatment vortexer mixing error 5308 and lockstep operation timing error 9009 was also generated. Patient samples previously processed were rerun on another alinity I instrument with differing results. On (B)(6) 2021, sid (B)(6) generated alinity I b12 of 312 pg/ml but repeated 173 pg/ml. On (B)(6) 2021, sid (B)(6) generated alinity I b12 of 456 pg/ml but repeated 289 pg/ml. The account uses a b12 reference range of 140 to 650 pg/ml. No specific patient information was provided. No impact to patient management was reported.